Event description:
It was reported by the patient that within one week post implant, they started feeling "sporadic electrical jolts" and the last one made the patient's leg kick out. The patient reports that these "shocks" usually occur in the evening. Follow up with the clinic was conducted and the patient was recently seen and the device was checked. The device interrogation showed no shocks and no therapies delivered. The cause of the "electrical jolt" was not determined. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.